Event description:
Rn (registered nurse) at bedside to start IV. IV catheter inserted. Rn attempted to activate safety mechanism to withdraw needle. Safety mechanism failed, unable to fully retract needle from IV catheter hub. Due to this, the IV catheter was not able to be left in place and required the rn to initiate another site.